Event description:
The facility nurse educated reported to the baxter sales representative that patient bsis (blood stream infections) have been associated with the use of the flolink device during 2008 and 2009. There is no information currently for each event. It is unknown what interventions were required. The patient outcomes are unknown. The actual samples were discarded and no companion samples are available. The facility educator has provided additional training for the clinical nursing staff. This is the related complaint for patient f.

Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) was explanted and returned without allegation for analysis following the pt's death in 2009. (The pt elected to have the device disabled seven months prior to death, due to her deteriorating health including end-stage heart failure and terminal cancer.)

Manufacturer narrative:
CAPA was opened in 2009 to address blood stream infection complaints.

Manufacturer narrative:
The sample was discarded, the lot number is unknown, and no companion samples are available.